Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the use after expiration to be related to the user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was performed with a proglide device after an abdominal aortic aneurysm (aaa) procedure. Reportedly, after use, it was noted that the proglide device that was used was expired, with an expiration date of 31-jan-2018. There were no issues reported with the device and it successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.